Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level. The customer received information from technical support about routine pump operation, including a microprocessor reset as a safety feature, and successfully resumed insulin after reloading the cartridge and restarting cgm sessions manually.